Event description:
It was reported that the patient had prolonged low voltage alarms on (B)(6) 2025 despite being on fully charged batteries. The log file captured a few clusters of low power advisory alarms alongside odd voltage trends while the patient was connected to batteries. It was later reported that the system controller was exchanged, resolving the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage and power cable disconnect alarms on the system controller (serial number: (B)(6)) while connected to batteries was confirmed via log file analysis. The system controller did not return for analysis; however, log files were submitted, and the data was reviewed. Throughout the log file, atypical low voltage advisory and power cable disconnect alarms were observed due to the relative state of charge (rsoc) of the white power cable briefly fluctuating below the alarm thresholds while connected to a battery. Pump operation was not affected, and the controller was observed to be operating the pump as intended. There were no other notable alarms active in the log file. The root cause was unable to be conclusively determined via this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.